Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin and tube push off were observed. 10 retention samples for lot 1293948 were subjected to a tube push off test. All samples passed the test with no defects being observed. Therefore, this complaint is not confirmed based on retain sample testing. 10 retention samples for lot 1230967 were subjected to a tube push off test. All samples passed the test with no defects being observed. Therefore, this complaint is not confirmed based on retain sample testing. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure mode (fibrin strand(s) and fibrin mass/clot) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin and tube push off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was missing additive and whole tube push off non-patient end of needle. The missing additive event occurred 7 times. The tube push off event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "tube-non bd push off and fibrin clot issues occurred after centrifugation."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1293948. Medical device expiration date: 2022-10-31. Device manufacture date: 2021-10-20. Medical device lot #: 1230967. Medical device expiration date: 2022-08-31. Device manufacture date: 2021-08-18. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was missing additive and whole tube push off non-patient end of needle. The missing additive event occurred 7 times. The tube push off event occurred 7 times. The following information was provided by the initial reporter. The customer stated: "tube-non bd push off and fibrin clot issues occurred after centrifugation."